Event description:
Infusion device placed 8/11/95, to help with cancer pain, came in for refill of pump, all of medicine out of pump and pump checked according to MFR's recommendations. All results seemed to show pump functioning. Pt refilled - still with pain, pump increased, and came time to refill, pump emptied of all medicine put in at last fill. MFR rep came in, pump explored in or, still not functioning. Pump replaced at time while in the or.